Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the dso is faulty. Found during testing.

Manufacturer narrative:
One device was returned for analysis with complaint that the downstream occlusion (dso) sensor was faulty. No 12-month service history was found. No relevant information was found in the event log. Visual/functional testing was performed. Occlusion test confirmed the complaint. The dso sensor and seal were replaced. Performed sensor calibration. Validated repair through sensor test.